Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h4, and h11. Complaint conclusion: as reported, the sealant sleeve and tip of a 5f mynx control vascular closure device (vcd) were damaged when the package was opened; they appeared separated. There was no reported patient injury. There was no damage to the packaging. The device was removed from the packaging as per the instructions for use (IFU). The device will not be returned for evaluation because it was discarded. One photo of the complaint device was received for analysis. In the photo, a complete view of the atraumatic tip is not observed; however, the portion observed is noted with no anomalies. The sealant sleeves are noted to be partially split with no exposure of the sealant, due to probable crystals noted on the component. No other outstanding details nor anomalies could be observed from the photo provided. The reported events of ¿atraumatic tip-separated¿ and ¿sealant sleeves (cartridge assembly)-separated¿ were not confirmed through analysis of the picture received. The exact cause of the issues experienced could not be determined during analysis. Based on the limited information available for review and picture analysis, it is not possible to determine what factors may have contributed to issues reported. However, as the image showed that the sealant sleeves were partially split with probable crystals noted, it is possible that the user noted swelling of the sealant as well as the splitting of the sealant sleeves. Therefore, storage/prepping factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, nor the information available for review suggest that the reported issue noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The manufacturing date is pending, however, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve and tip of a 5f mynx control vascular closure device (vcd) were damaged when the package was opened; they appeared separated. There was no reported patient injury. There was no damage to the packaging. The device was removed from the packaging as per the instructions for use (IFU). The device will not be returned for evaluation because it was discarded.